Event description:
While attempting to transfer resident from chair to bed via lift, the swivel bar and castle nut gave way and the resident fell to the floor. Upon inspection of the swivel bar, hook and castle nut assembly it was immediately evident that there was wear at the base of the swivel arm and the castle nut.